Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device was attempted to be interrogated but was unsuccessful. It could not be determined if the cause of the event was due to the programmer or the device. The patient was otherwise seen on a separate in-clinic follow up where the device was interrogated successfully. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.